Event description:
A report was received that the patient underwent an explant procedure due to infection at the pocket site. The patient symptom was extreme redness at the pocket site. The physician believed that the infection was neither device nor procedure related. The patient was given antibiotics. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-50 serial/lot #: (B)(4), description: linear lead with enhanced stylet, 50cm model #: sc-4316 serial/lot #: (B)(4), description: clik anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility.